Event description:
The patient returned following completion of antibiotic for a previous lead erosion and revision. It was noted there was another erosion; the lead was explanted in 2007. The patient was discharged from the hospital the next day, requiring supplemental oxygen, despite a negative chest x-ray and rt evaluation. The patient was found unresponsive by a family member the following day and was transported to an outside emergency room, where a CT of the brain showed a small hemorrhage along the tract of the explanted electrode, without significant mass effect. She developed profound bradycardia at the outside facility and attempts at resuscitation were unsuccessful. An autopsy was performed by the coroner's office and the report states the cause of death was consistent with acute heart failure due to cardiomyopathy consistent with hypertensive cardiac disease. Reference MFR report numbers: 6000153-2008-02740, 6000153-2008-02752, 6000153-2009-01239.

Manufacturer narrative:
This report is being submitted following an internal audit.